Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with the device displaying a glucose of 309 mg/dl and a confirmatory fingerstick of 264 mg/dl; the user-entered value reduced the displayed ilet glucose to 266 mg/dl, and alerts for prolonged hyperglycemia occurred while the algorithm continued insulin delivery. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of device performance with user education on algorithm function and confirmation of insulin dosing steps visible on the device. Investigation of this case revealed no device malfunction and that the system delivered insulin as designed, with no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.